Event description:
It was observed during the device evaluation, the colonovideoscope exhibited white residue on the auxiliary channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer. The correct date was 12/29/2025.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to correct h6 codes. Updated fields: h6 - blank fields in this supplemental report were correctly reported previously. Corrected fields: h6 - eliminated codes inadvertently generated. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.